Event description:
Customer reported a popping sound and a saturation fault displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the thermal cutoff switch and x-ray tube needed replacement. Parts are on order. It is anticipated that installation of these new parts will restore system to operating as intended.